Manufacturer narrative:
The power cable returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The returned cable has had the plug replaced by a third party repair. They were not able to confirm the reported failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure the manufacturer representative noticed exposed wires on the power cable. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure the manufacturer representative noticed exposed wires on the power cable. No patient was present at the time of the event.